Event description:
The customer reported via phone call that the insulin pump did not give her the alarms she had programmed to inform her once her blood glucose rose above a set threshold. The customer's blood glucose was between 260 to 270 mg/dl. The customer advised that she would revert to a back-up plan of manual injections. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.